Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate. At an unspecified time, the male adapter of an unspecified syringe was connected to the clave y-site to deliver an unspecified antibiotic via IV push. After an unspecified length of time, the customer contact reported that a leak of an unspecified volume of solution at an unspecified location of the clave y-site of the tubing set was noted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.